Manufacturer narrative:
Device evaluated by MFR.:the device was returned for analysis. The stent was returned fully mounted in the correct location on the delivery system. The investigator successfully deployed the stent with no resistance or issues experienced. A visual and microscopic examination identified damage to the distal stent wires of the deployed stent. This type of damage is consistent with the stent encountering resistance during deployment. A visual and microscopic examination identified no damage or issues with the stent cups or stent holder of the returned device. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile examination found no damage or issues with the shaft of the returned device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 06jan2020. It was reported that stent deployment failure occurred. The target lesion was located in the inferior vena cava vein. A 24x45/11fr uni plus 75cm wallstent endoprosthesis was advanced for treatment. However, the distal end of the stent would not open up when tried to deploy. Subsequently, the physician reconstrained the stent and tried to deploy it again but was unsuccessful. The device was then removed in a fully reconstrained state and another 22x45 wallstent was used to complete the procedure. No patient complications were reported. However, returned device analysis revealed stent damage.